Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial/final medwatch filed, additional information provided as follows: the immediate cause of death is noted as septic shock; the underlying causes are mentioned as pseudomonas aeruginosa and aspiration pneumonia. Among other significant conditions contributing to death were, end stage renal disease, idiopathic thrombocytopenic purpura and pancreatic mass. The investigator considered the event of septic shock as severe in intensity, and not related to the study drug, not related to the study device and not related to study procedure.

Event description:
Subsequent to the initial medwatch filed, additional information as follows: post procedure residual stenosis was 0% with timi iii flow. The patient was discharged.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the promus everolimus eluting coronary stent system instructions for use is a foreseeable event. However, it was indicated in the reported information that the death was not cardiac related and the patient died of other complications. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent the index procedure on (B)(6) 2011, during which one 2.5x18 mm promus stent was deployed. On (B)(6) 2012, the patient's wife reported that the patient had died of other complications; however, the death was not cardiac related. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. The stent remains in the patient. A follow-up will be submitted with all relevant information.